Manufacturer narrative:
Failure analysis noted that the pump powered properly; however, the display turned on and off after pressing any button due to corroded lcd board. Corrosion was found at the motor assembly. The pump had cracked case at display window corners, cracked battery tube threads, scratched lcd window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported via phone call that the insulin pump had a display anomaly. The blood glucose at the time of the incident was 7.5 mmol/l. The customer stated that the display was blank during button press. The time and date will initially be visible but the display will fade when the a button is pressed. The battery was changed but the anomaly persisted. Troubleshooting was not able to resolve the issue. The device was returned for analysis.